Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2019, a 4.00x38mm promus premier drug-eluting stent (des) was implanted in the proximal ramus circumflexus (rcx). By (B)(6) 2025, the patient was undergoing percutaneous coronary intervention in left anterior descending artery (lad), left circumflex artery (lcx), and rcx. The 70 to 80% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and moderately but not opacified proximal rcx. A 3.00x24mm synergy drug-eluting stent (des) was deployed in the lad first, followed with 2.25x24mm synergy xd des in the lcx. A 24x4.00mm promus elite des was advanced in the rcx without using contrast media but the stent got stuck at the level of isr region and failed to cross the lesion. When the device was removed, the stent was found to have multiple stent burbs. A 3.50x20mm non-boston scientific balloon was used to perform numerous inflations at 24-26 atmospheres. Finally, a 4.00x28mm promus elite des was deployed covering the entire lesion and the procedure was completed. No patient complications were reported, and the patient status was stable.